Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: state qld. Block b3: the date of the event was approximated to 9/1/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. During the procedure, the physician experienced problem in separating the clip from the catheter the procedure was completed with an alternative device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.